Event description:
Two months after injection of bovine collagen in the periorbital lines the patient developed a "somewhat hard, subcutaneous lesion/nodule". Some form of treatment was prescribed. The foreign report form was illegible as to route and effectiveness of the treatment. It could not be determined if the treatment was oral, topical, or parenteral. Mcghan medical's approach to compliance is to resolve all doubt in favor of reporting.